Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited foreign material inside the lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. The events can be detected/prevented in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.